Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that air bubbles were observed in the patient line. Reportedly, the customer performed the load sequence incorrectly. The customer's blood glucose level was 152 mg/dl. Reportedly, the customer resumed insulin therapy.